Event description:
Additional information received indicates that patient was charging every other day for a couple of hours to maintain stimulation before the patient stopped charging and the system became inoperable.

Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped charging his ipg due to recharge burden. As such, the ipg became inoperable and does not communicate with external devices. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicated surgical intervention was undertaken and the ipg was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.